Event description:
The following was reported per maude event report (B)(4). The pt alleges implant of a ventralex st hernia patch on (B)(6) 2013 and states: "I have had chronic pain ever since I was implanted with the ventralex st hernia a patch 8cm round for an umbilical hernia. I am now unable to eat without pain. I can no longer do simple physical activities like walking, bending twisting or lifting with out sharp pains, throbbing pain, burning and itching pain. All of these pains are in the entire area of the mesh."

Manufacturer narrative:
Based on the currently available info we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. Add'l info has been requested. No lot number has been provided; therefore, a review of the mfg records could not be conducted. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.